Manufacturer narrative:
No RMA has been initiated for this issue. Model xpo100b serial number/date code (B)(4) is approximately 8 months old. The user manual part number 1148112 rev d (dec-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - device evaluation completed. Condition of return: shipping box and unit were received in good condition. The ancillary equipment and manuals are missing. Result analysis: visual: the power supply board input jack is unseated and appears to be broken. The tamper-proof label has been removed and then replaced. Functional: the unit was turned on (battery) but it did not operate. The ac/dc power adaptor connector cannot be connected to the input jack because it has been broken. The battery load indicator shows no indication. The battery is depleted and as such, hours could not determined. Conclusion: the unit is not operational and the power input jack is broken so unit could not be charged. We are not able to determine how the unit became damaged. A review of the DHR was conducted with no issues seen. The unit was produced and released (B)(4) 2011 with 8.2 hours showing.

Manufacturer narrative:
No RMA has been initiated for this issue. Model xpo100b serial number/date code (B)(4) is approximately 8 months old. The user manual part number 1148112 rev d(dec-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that the connector that powers the machine broke while boarding a plane in (B)(6). Stated that she could have died because of the lack of oxygen. Stated she had to be hospitalized because of not having the oxygen. Tried contacting dealer they have not returned my call.

Event description:
Consumer alleges that the connector that powers the machine broke while boarding a plane in (B)(6). Stated that she could have died because of the lack of oxygen. Stated she had to be hospitalized because of not having the oxygen. Tried contacting dealer they have not returned my call.